Event description:
It was reported that during a percutaneous coronary intervention, a shaft fracture occurred. The target lesion was located in the saphenous vein graft (svg) to the left anterior descending (lad) artery. The 3.0x12mm omega stent was advanced and upon placement the physician encountered "much difficulty". Upon removal of the device it was noted that the shaft of the device was broken. The procedure was completed successfully. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Patient age at time of event: 18 years or older. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).